Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye on (B)(6)2008. Pt has low vaulting and a cataract. Further information has been requested, but none has been forthcoming. A medwatch supplemental will be submitted when further information is available. See MFR # 2023826-2010-00925 for the right eye.

Manufacturer narrative:
(B)(4)